Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device confirmed the body broken approximately at 195.5cm from the proximal end; the distal section of the guidewire was returned, it measures 134.5cm. The distal tip is kinked. Dimensional inspection of the overall length could not be performed due to device condition. Overall diameter of distal tip, middle of the device, and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12299. It was reported that rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation outside patient's body, when the rotation speed was adjusted to 180,000rpm, it was noted that the rotawire became detached. The physician used another rotawire; however, it was unable to pass through the burr. Subsequently, the burr was replaced with another of the same device and the same second rotawire was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12299. It was reported that rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation outside patient's body, when the rotation speed was adjusted to 180,000rpm, it was noted that the rotawire became detached. The physician used another rotawire; however, it was unable to pass through the burr. Subsequently, the burr was replaced with another of the same device and the same second rotawire was used to complete the procedure. No patient complications were reported.